Manufacturer narrative:
(B)(4) medwatch report: mw5070590. Since customer was not contacted, product not returned for evaluation. Most likely underlying root cause : (B)(4) - user had poor technique note: manufacturer try to contact customer (several attempts) in a follow-up call in order to obtain more information about the complaint - unable to establish contact with the customer at this time. Manufacturer's customer database reviewed unable to locate any matching customer name or contact.

Event description:
Customer complaint details : I am a type 2 diabetic, I test for glucose levels using the true metrix strips manufactured by trividia heath. The test level varies considerably more than the stated percentage in the package insert. Today the levels tested within minutes were 203, 282, 212, 246. These levels dictate the amount of insulin I take and could result in an overdose. I have tested multiple times on various other days with similar results.